Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7346697; medical device expiration date: 2022-12-31; device manufacture date: 2017-12-12; medical device lot #: 7340592; medical device expiration date: 2022-12-31; device manufacture date: 2017-12-12.

Event description:
It was reported that bd micro-fine ultra¿ insulin pen needle was broken during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one open sample and 19 sealed samples were returned from lot. No. 7346697, cat. No. 325105 along with six sealed samples from lot. No. 7340592. Visual examination of the opened sample from lot. No. 7346697 was carried out and a broken non patient end of cannula was observed. Visual examination was also carried out on the 19 sealed samples from lot. No. 7346697 and the six sealed samples from lot. No. 7340592 and no issues were observed. A lot history review was carried out and no related non conformance's were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that bd micro-fine ultra¿ insulin pen needle was broken during use. No serious injury or medical intervention was reported.